Manufacturer narrative:
E1: initial reporter city: (B)(6) a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® safety-lok¿ blood collection set pre-attached holder, the customer noticed the blood is mixed with air in areas where blood does not normally enter on one (1) device. No patient impact reported.

Event description:
It was reported that while using bd vacutainer® safety-lok¿ blood collection set pre-attached holder, the customer noticed the blood is mixed with air in areas where blood does not normally enter on one (1) device. No patient impact reported.

Manufacturer narrative:
Investigation summary bd had not received samples, but one (1) photo was provided for investigation. The photo was reviewed and the indicated failure mode for air bubble was observed. Additionally, 30 retain samples were subjected to a draw test to assess air bubbles during use and all the samples passed with no evidence of air bubbles or air leakage during draw. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of air bubbles based on the photo analysis. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.